Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Ethicon - gynecare tvt secur was reported to be used/implanted during this procedure. Additional information from the importer report: additional information has been requested, but not yet received. Associated MDR: 1018233-2013-00390.

Manufacturer narrative:
(B)(4). Additional information from the importer report: date of this report: 01/23/2013; brand name: avaulta anterior biosynthetic support system; catalog: 486010; (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,complains of yellowish vaginal discharge, not incontinent of urine. She underwent multiple in-office mesh trimming on (B)(6) 2007 and (B)(6) 2012 prescribed premarin vaginal cream and estrace